Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model. Evaluation summary: (B)(4): no anomalies found, defib conductor distorted, blood/body fluid outer tubing overlay, outer tubing overlay melted and cosmetic esc, outer tubing esc breach/ breach (non electrical), blood in/on helix/lobe mechanism, apparent explant damage. Distal segment returned and analyzed.

Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted and the patient "had experienced complications." Review of manufacturer's database revealed the patient had died and that the lead had been replaced with a competitor lead approximately seven months prior to the patient's death.